Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product is in the explanting facility's possession. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically because the reported observation(s) were traced to the device, but a specific cause could not be determined. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity and remote monitoring disabled. Additionally, it was noted that the explant indicator was reached on (B)(6) 2025. Technical services (ts) recommended device replacement. This device was subsequently replaced and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity and remote monitoring disabled. Additionally, it was noted that the explant indicator was reached on (B)(6) 2025. Technical services (ts) recommended device replacement. This device was subsequently replaced and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.